Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2015. On (B)(6) 2016, the patient came in for a routine medical check and was diagnosed with hypotony and choroidal detachment in the implanted eye. On (B)(6) 2016, the patient underwent revision surgery during which the subretinal fluid was partially drained, and the bovine patch was replaced by a human pericardium patch. On (B)(6) 2016, the patient's intraocular pressure was normal and the choroidal detachment was not present. On (B)(6) 2016, the surgeon reported that the patient's eye was stable. There was no defect or malfunction of the device associated with this event.